Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. The handle was manipulated during several attempts, until the spring came out at the handle and the metal cable bent. Reportedly, the spring was put back into the handle and the metal cable was unbent in order to successfully detach the clip from the catheter, and the procedure was completed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also noted that the control wire was kinked at the most proximal section, but still attached to the handle. Microscope examination was performed, and it was confirmed that the device had evidence of a full deployment. The bushing was inspected and no visible failure was observed. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and side a was confirmed to be within specification, while side b was observed to be out of specification. A dimensional analysis was also performed on the flattening wire, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. The handle was manipulated during several attempts, until the spring came out at the handle and the metal cable bent. Reportedly, the spring was put back into the handle and the metal cable was unbent in order to successfully detach the clip from the catheter, and the procedure was completed at this time. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. The handle was manipulated during several attempts, until the spring came out at the handle and the metal cable bent. Reportedly, the spring was put back into the handle and the metal cable was unbent in order to successfully detach the clip from the catheter, and the procedure was completed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also noted that the control wire was kinked at the most proximal section, but still attached to the handle. Microscope examination was performed, and it was confirmed that the device had evidence of a full deployment. The bushing was inspected and no visible failure was observed. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and side a was confirmed to be within specification, while side b was observed to be out of specification. A dimensional analysis was also performed on the flattening wire, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Additional information: block e1 (initial reporter first name) (initial reporter last name), (initial reporter phone), (initial reporter email).